Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - foreign matter. A report was received indicating the presence of particulate matter inside the needle cap. To support the investigation, one sample in an opened packaging blister was submitted for evaluation by the quality team. Upon visual inspection, three specks of embedded degraded resin were observed within the plastic shield. No additional defects or irregularities were noted. The presence of degraded resin is typically associated with startup conditions or intermittent occurrences during the injection molding process. These particles may detach and become incorporated into molded components. A device history record (DHR) review was conducted for material number 305916, lot 4341104. The review confirmed that all visual inspections were performed in accordance with established requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted per the inspection control plan and subsequently approved for shipment. Additional dhrs were reviewed for each batch of needles used in the manufacturing of this lot. No documentation was found indicating the presence of similar defects during the production of these batches. Furthermore, no other complaints or similar events have been reported for this lot to date. Based on the returned sample analysis, the reported condition has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb had foreign matter. The following information was provided by the initial reporter: material: 305916 batch#: 4341104 verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4) date of incident: 2025-07-30 type of incident/problem: defect (observed prior to use) level of harm: hazard incident details: nurse in well child clinic presented bd safety glide 1inch needle to myself to show that there was particulate matter inside the cap of the needle. Same was noticed when opened up sealed package. Other needles with same lot# and expiry have not shown this concern. I have kept the needle if you would like it to be sent to you. Procedure: was not used on client, was taken out of sterile wrapping and nurse noticed particulate matter on inside of needle cap device information device name/description: needle hypodermic safety 25ga x 1 in manufacturer: xxx manufacturer code/model: 305916 serial or lot number: 4341104 expiry date: 2025-07-30 supplier: supplier/catalogue number: (B)(4) is the device retained? Yes, number of devices: 1 wiped, contained, labelled? Device was clean or not used.